Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank and snubber. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is displaying a charger failed error and a low kv error message. No pt injury was reported.